Event description:
Had a depuy pfc sigma rotating bearing knee replacement. For 5 years I kept going back to surgeon with complaints of pain and swelling. Md said x-rays looked fine. Had scar tissue removed at 2 years. Pain continued. At 5 years I went for a second opinion. That surgeon said I needed a revision due to loosening.